Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated the doctor had sent a request in for a rep to help them with the settings because therapy was not working as well as they thought it would. Patient said the stimulation was not coming out correctly and they went in to see the doctor last week and the doctor said they would get a representative to get in touch with the patient to work with the therapy, but doctor reached out twice and hadn't heard from anyone. Agent asked, patient confirmed the stimulation wasn't helping and hadn't changed anything with their pain. Patient then said the therapy was doing things it wasn't supposed to do and was supposed to help their back with the pain, but they got nothing at all unless they raised their arm above their head or lay on their back on the side and got a tremendous amount of shocking and vibrating through their legs and not their back. Patient also said their pain was from right on the back of their waist and in that area, they couldn't stand very long and they got tremendous pain, but stim was only below their waist. Patient had given the therapy several weeks and nothing had changed. Patient said doctor did x-rays and nothing had disconnected or moved at all. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and emailed field team in patient's area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep stated they are seeing the patient on (B)(6) 2024 at 9:30am. Rep stated the patient was just recently implanted and has not had a reprogramming before nor has he reached out to a representative. After talking to him we were able to determine the shocks/vibrations are positional and should be solvable with adaptivstim. Cause of issue is due to positional changes. Actions that are going to be taken to resolve the issue includes reprogramming and adaptivestim. Rep will discuss with physician on (B)(6), but after talking with doctor x ray confirmed no issue with lead migration or change.